Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2010 during which the surgeon noted ¿there was colon incarcerated within the hernia. The mesh had invaginated into the defect itself. There were fairly omental adhesions to the herniated portions of the mesh.¿ it was reported that the patient experienced inflammation. No additional information is provided.